Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was not a malfunction of the equipment because the service representative solved it by troubleshooting. If the transmission route of the electric contact or the signal is in an unstable state, the communication between the scope and the video processor fails, and a b30 error (scope communication error) can present. Therefore, the event was likely caused by one of the following: 1. The device was connected without thoroughly drying the electrical contact point of the video connector on the scope/camera head, or when there were foreign substances (such as chemical residue, dirt from water, sebum, dust, or gauze splashes). 2. The device was connected to the light source without thoroughly drying the electrical contact of the scope connector, or when there were foreign substances (such as chemical residue, dirt from water, sebum, dust, or gauze splashes). 3. Dust or other foreign matter has adhered to the video connector receiver of the device concerned or to the electrical contacts of the output connector of the light source device. 4. The digital light source cable (maj-1933) was not properly connected. The following is described in the instruction manual and may prevent the b30 error: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction."

Manufacturer narrative:
To resolve the reported problem, olympus technical support directed the user to wipe the pins on the scope connector and check the socket for dust and debris, then reseat the scope communication cable. The suspect device was not returned to olympus and a root cause cannot be determined.

Event description:
A user facility reported to olympus that a b30 error was generated. There was no patient injury or harm, associated with the problem, reported to olympus.